Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was "wrinkling" found on the sheath during deflection. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 22638, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and folded (slightly twisted) from the tip 2.51 inches. The reported issue was confirmed through testing. The sheath failed the returned product inspection due to a shaft kink and slight twist. If information is provided in the future, a supplemental report will be issued.